Manufacturer narrative:
The device was returned and analyzed. The device had normal battery depletion. Review of data download provided notes battery was 2.90v on (B)(6) 2010 (eri = 2.60v). Complaint alleges the battery voltage went down to 2.61 for several weeks, however this device does not record battery trend data, so is not be possible to verify. Device was received at (B)(4) lab with no output and no telemetry, so it is not possible to determine the eri date.

Manufacturer narrative:
(B)(4).

Event description:
The device was later explanted due to elective replacement indicator.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated a battery voltage measuring problem. Based on the longevity calculations for this device, the result is that the 2.9v is more in line with what is expected than the 2.61v measured in the clinic.

Event description:
It was reported that recently measured battery voltages were 2.9 v, for 3 different measurements. Previous battery voltage measurements since (B)(6) 2010 had been 2.61v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.